Event description:
Clinic notes were received for the patient dated indicating that the patient¿s vns was turned off as it was though to be causing snoring. Patient was diagnosed with intractable central sleep apnea and had bipap. No additional relevant information has been received to date.